Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: event description should read: it was reported that during a laparoscopic sigmoidectomy procedure, a tear drop-shaped clip was formed. Another device was used to complete the case. There were no adverse consequences to the patient. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.